Event description:
It was reported that, a user experienced daytime hyperglycemia and nighttime hypoglycemia while using the ilet system. The user had been addressing high glucose values by announcing unconsumed meals and intermittently shutting down the ilet to administer multiple daily injections, then reconnecting the system after glucose levels returned to range. Symptoms included hyperglycemia and hypoglycemia with rebound fluctuations consistent with overcorrection of lows. Outcomes included education on appropriate use of meal announcements, avoidance of manual insulin administration outside the system, application of the 15-15 rule for hypoglycemia, infusion set troubleshooting, and guidance regarding a potential factory reset with structured meal spacing. Investigation activities included review of user-reported logs and device use practices during a customer care call. The investigation revealed that user technique issues could mislead the algorithm and contribute to glycemic variability. Based on previously established findings for similar reports, the cause of the event was determined to be user interaction with the system that was inconsistent with labeled use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.